Manufacturer narrative:
From the preliminary investigation, it was found that the patient tested positive on (B)(6) 2021. The patients test sample was collected on (B)(6) 2021. The initial result was positive with a viral CT value of 33.93. There were no positive sample with very low CT value to cause any contamination. Patient sample was located on plate- (B)(4) position g7. Sample was extracted by mac by manual extraction method using centrifuge serial number # (B)(4), filter plate lot #600094, tcep lot# mkcn3101, tcep ethanol lot# shbm8238, wash buffer lot# 600608, wash ethanol lot# shbm9917, and elution buffer lot# 600271. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Sample was run using master mix batch # 242 and run on biorad 7. After the initial complaint the test was repeated on (B)(6) 2021 on plate-(B)(4) position g2. The repeat results came back positive with a viral CT value of 34.4. There were no high positive samples in the neighboring well to cause any contamination. Therefore contamination was ruled out. Manual extraction was performed by map at 17:00 using centrifuge serial # (B)(4), filter plate lot# 600094, tcep lot # mkcn0182, tcep ethanol lot# shbm8238, wash buffer lot# 600671, elution buffer lot# 600669. The pcr method was performed on biorad 4 using master mix batch # 244. A customer success agent reached out to the patient on (B)(6) 2021 and explained how the test works and how to respond to getting a positive test result. In conclusion, curative cannot confirm the patient's claim of false positive. The results of the investigation showed a true positive result.

Event description:
Patient reference (B)(4) patient barcode (B)(4) curative test site - (B)(6). Patient contacted customer success on (B)(6) 2021. Patient contacted customer success to place a false results claim. Customer success agent received the patients claim. The patient claims to have received a false positive from the curative shallow nasal test. When the patient received a positive results the patient set up an appointment and received two deep nasal tests and received a negative result on both. Patient is upset about the trouble that receiving the positive result has caused them and that curative should write that the tests may produce a false result. Patient said that during their test the testing site worker did not know that the patient needed to shake the vial after inserting the swab. Patient said they would be contacted the department of health to say that our test is incorrect. Customer success agent contacted the patient and informed them on what would happen and how to respond to getting a positive test result.